Event description:
The instrument does not cut properly

Manufacturer narrative:
This complaint is still in investigation.

Manufacturer narrative:
DHR analysis: the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, it there did not have deviation or failure investigation report. This batch (5021712) was manufactured in january 2010 before the improvement requested from manufacturer (fnc 2010-188 for the batches since october 2010). Product analysis: the product was checked ( hardness), it is in conformity. The visual analysis shows worn edges. This product been checked dimensionally at various places (plan dwg-7e070157rev b). The product is an old manufacturing achieved before the supplier action (fnc 2010-188). The root cause is related to wear. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.